Event description:
It was reported to the aci clinical specialist that a male patient with history of a previous stroke underwent a diagnostic cerebral angiogram procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f procedural sheath. A pre-procedural femoral angiogram revealed a 6 mm vessel and a good stick location. The patient's blood pressure was 148/85 mmhg. Peri procedure, the patient was given plavix and aspirin. Following the procedure, the fellow who is in training to the use of mynx with a trained physician present, used the device for femoral arterial closure. It was reported that after the balloon was retracted to abut against the arteriotomy, the fellow shuttled down. When the fellow attempted to retract the sheath, the advancer tube was missing and the sealant was sticking out of the tip of the sheath. The fellow deflated the balloon and removed the device as a whole. The patient was converted to 30 minutes of manual compression however, a golf-ball sized (<6 cm) hematoma formed at the access site. The hematoma was resolved with application of additional 20 minutes of manual compression. No further information was provided.

Manufacturer narrative:
Visual inspection of the device showed that the advancer tube was present and distal to the tamping lock abutting the sealant. The catheter, shuttle cartridge, and advancer tube were inspected and no anomalies were observed. Based on the provided information and the investigation performed, the reported missing advancer tube was not confirmed and the probable cause could not be determined. The review of the lhr (lot f1111501) indicated that the mynx device met all established performance criteria prior to shipment.